Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. However, a definitive root cause was unable to be determined. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Gif-h290 operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope. Gif-h290 operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited plastic distal end cover had a burn. There was no patient involvement.